Event description:
Customer stated that the internal packaging of dura-guard was cloudy. They received a 4x4 dura-guard and it was kind of foaming on the indicator yet you can still see some green. The tbm told the customer in the past that it can still be used. The customer would like to know if they can still use it? Typically, the indicator is green if it is good and the indicator turns white if it has been frozen. This one is in between the green and white. The customer received it this way. Additional information received on (B)(4) 2013 from the baxter tbm: the customer was informed that if the product was cloudy, it should not be used. The tbm has had no previous discussions with the customer about dura-guard or any of the synovis products.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the instructions for use of dura-guard are requiring the user to examine the freeze indicator and to refrain from using the implant if the freeze indicator has been activated. There is no qualitative qualifier describing the color. Since there is no objective data that describes in more detail this process, and the color is not clearly and entirely green, one should consider the freeze indicator activated. It is also not adequate that the tbm provided advice that is not unequivocally in compliance with the IFU of the product. Unless baxter (synovis) has data to substantiate the use if the freeze indicator is ¿partially¿ activated, the implant should not be used. In case such data is available according adjustments in the IFU are required. In this specific case and in the absence of more clear guidance in the IFU, the freeze indicator has to be considered activated. In case a collagen implant that has been exposed to freeze/thaw (which may damage the implant tissue) is used this may potentially negatively impact the dura regeneration process leading to serious complications such as csf leaks. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue.--------- additional information received confirms that the customer did not receive any conflicting information regarding the use of the product if the freezer indicator is not green (has been activated) from the tbm. In case a collagen implant that has been exposed to freeze/thaw (which may damage the implant tissue) is used this may potentially negatively impact the dura regeneration process leading to serious complications such as csf leaks. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue.------a follow-up report will be submitted upon receipt of investigation results.